Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer removed their pump and reverted to an alternate method of insulin therapy.